Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, one of the bags connections were loose from the homechoice cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the cassette line and supply bag. Renal therapy services assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.